Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. At the time of the report, the cgm bg reading was 60 mg/dl, and the meter bg reading was 130 mg/dl. No additional patient or event information was available. A root cause could not be determined.